Manufacturer narrative:
Insulin pump received with failed selftest alarm during self test, problem isolated to radio frequency board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test. The customer¿s blood glucose 118 mg/dl. Troubleshooting was performed. Customer reports they were able to clear the alarm. Customer not able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.